Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the reservoir leaked during replacement. Customer indicated that this happened three times and that the infusion set does not work properly. The customer's blood glucose reading was unknown at the time of incident. No further details given.